Manufacturer narrative:
The investigation for the reported embolism issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that fluoroscopic imaging sent from the field confirmed the appearance of white dots or "bubbles" on echo. Data logs showed continuous "impella flow low" and "suction" alarms upon pump activation; the motor current was pulsatile, however it gradually decreased over the next 30 minutes. The suction conditions eventually resolved. There were no issues with the purge metrics. No damage or abnormalities were found on the returned pump or the purge cassette. When the impella was run with the purge cassette, all pump performance and purge metrics were within specification. Therefore, it was determined the root cause of the embolism was most likely patient condition related since the pump performed within specification and there were no purge issues. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The clinical team reported that "microbubbles" were observed in the left ventricle via echocardiography (echo) imaging during impella support. The bubbles appeared and disappeared intermittently. The clinicians were unable to identify the source of the bubbles, however they ruled out the presence of a ventricular septal defect or patent foramen ovale in the heart. Additionally, it was reported that the impella introducer had been flushed. The patient was on extracorporeal membrane oxygenation support at the time. As a result of the impella was explanted.